Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and heart failure post implant procedure which induced multiple organ failure. The patient was intubated and medicinally treated but the patient died as a result. Subsequently, the implantable pulse generator (ipg) system remains in patient but is no longer in use.